Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not received.

Event description:
It was reported, "on (B)(6) 2023, a peripherally cannuated central venous catheter was inserted into the vein of the right upper limb, and the patient was found to have thrombosis in the superficial and deep branches of the right upper limb during the fifth chemotherapy on (B)(6) 2024, and was subsequently treated with anticoagulation therapy in accordance with the vascular surgery department. At 12:30 on (B)(6) 2024, the patient went to our department for PICC catheter maintenance, and it was found that there was no blood return during the maintenance process, and it was found that there was fluid oozing from the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the fracture time was unknown. The emergency bedside x-ray showed that the cardiac projection area was tortuous catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and the inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC catheter removal was performed at 9:00 on (B)(6) 2024 in the interventional room, and the removed PICC catheter was complete, and the operation was completed at 9:40 on (B)(6) 2024, and he returned to the vascular intervention department after surgery." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "on (B)(6) 2023, a peripherally cannuated central venous catheter was inserted into the vein of the right upper limb, and the patient was found to have thrombosis in the superficial and deep branches of the right upper limb during the fifth chemotherapy on (B)(6) 2024, and was subsequently treated with anticoagulation therapy in accordance with the vascular surgery department. At 12:30 on (B)(6) 2024, the patient went to our department for PICC catheter maintenance, and it was found that there was no blood return during the maintenance process, and it was found that there was fluid oozing from the puncture port during the bolus of normal saline, and then the broken end of the PICC catheter slipped out, and the broken end showed that the scale was at the front end of 36cm, the PICC catheter had been broken, the fracture surface was uneven, and the fracture time was unknown. The emergency bedside x-ray showed that the cardiac projection area was tortuous catheter, and after emergency consultation with the vascular interventional department, he was transferred to the vascular interventional department in the afternoon, and the inferior vena cava angiography + pulmonary angiography + pulmonary artery PICC catheter removal was performed at 9:00 on (B)(6) 2024 in the interventional room, and the removed PICC catheter was complete, and the operation was completed at 9:40 on (B)(6) 2024, and he returned to the vascular intervention department after surgery." No other information was provided.